Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the device reached recommended replacement time (rrt) sooner than expected for the programmed settings and therapy usage. The device was removed and another was implanted. No patient complications have been reported as a result of this event.